Event description:
A malfunction on the pump was reported by the caller. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to the customer¿s blood glucose level. Customer was assisted by cts with resetting the pump, and after reset, the malfunction code did not recur.